Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: lap cholecystectomy. Event description: during a laparoscopic cholecystectomy, cd001 inzii retrieval system was used to retrieve the gallbladder. Once the surgeon deployed the inzii bag the plastic bag got detached from the metal wire that exist at the top of the bag opening, the metal wire edges were exposed and disconnected from its configuration, and this exposed sharp and traumatic edges. There was no clinical impact on the patient. The surgeon pulled back the inzii bag shaft through the trocar and then he grasped the fallen bag through the incision. Device discarded by the hospital. Additional info received on 22-june-2023: nothing affected the patient during this incidence and for the lot number, unfortunately the ot store manager is on leave and will be back after eid holiday to be able to collect the information about the lot number. Intervention: the surgeon pulled back the inzii bag through the trocar and then he grasped the fallen bag through the incision. Patient status: there was no clinical impact on the patient.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: during a laparoscopic cholecystectomy, cd001 inzii retrieval system was used to retrieve the gallbladder. Once the surgeon deployed the inzii bag the plastic bag got detached from the metal wire that exist at the top of the bag opening, the metal wire edges were exposed and disconnected from its configuration, and this exposed sharp and traumatic edges. There was no clinical impact on the patient. The surgeon pulled back the inzii bag shaft through the trocar and then he grasped the fallen bag through the incision. Device discarded by the hospital. Additional info received on 22-june-2023: nothing affected the patient during this incidence and for the lot number, unfortunately the ot store manager is on leave and will be back after eid holiday to be able to collect the information about the lot number. Intervention: the surgeon pulled back the inzii bag through the trocar and then he grasped the fallen bag through the incision. Patient status: there was no clinical impact on the patient.